Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(6)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 21mmol/l. The customer was treated with injection. Customer reported that there crack on the pump casing. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. However, the power management parameters graph confirmed power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector on j6 printed circuit board assembly, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at the select button, cracked battery tube threads, cracked case at battery tube side, scratched case and keypad overlay texture damage.